Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four pods involved in the same pt reported under mfg #s: 9616099-2008-00615, -00616, -00617 and -00618. Add'l info will be submitted within thirty days upon receipt.

Event description:
The report rec'd from the cordis clinical registry indicated that a pt had a post procedural myocardial infarction after a percutaneous coronary intervention. The main indication for the procedure was unstable anginal pectoris and a positive nuclear scan suggestive of coronary artery disease of ischemia. The target lesion was the mid right coronary artery described as 3.0x40mm long, restenotic after a previous balloon angioplasty, chronic total occlusion for greater than three mos, eccentric with moderate calcification, a type c classification and 100% stenosis. The vessel was predilated with an unk 2.0 x 20 mm balloon at 10 atms. Four cypher stents were implanted: a 3.5x23mm at 15 atms, a 3.0x33mm at 15 atms, a 2.75x28mm at 17 atms and a 2.5x33mm at 17 atms. After the procedure, the pt had angina with st segment depression that rapidly responded to nitrates. A non q-wave undetermined lateral myocardial infarction with elevated cardiac enzymes was diagnosed. This resulted in a prolonged hospital stay. The pt was discharged home 18 days later on aspirin, clopidogrel, oral antidiabetics, statins, ace inhibitors and beta-blockers.